Event description:
The manufacturer's rep reported that the patient had expired unexpectedly. The patient was admitted in 2006, post implant and had a history of deep vein thrombosis. A filter was placed and the patient was discharged seven days later. The rep does not believe that there were any issues related to the device during the hospitalization. The hcp reported that he has made several calls to the family with no response. The hcp does not know the cause of death. He indicated that he does not believe that the death was device related. It is unknown if an autopsy was performed.